Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent remains in the patient. Device issue: dislodged stent. It was reported that the lesion was located in the mild right coronary artery (rca). Another company's guide wire, through a guiding catheter, crossed successfully. Predilatation was performed with a 2.5 x 15 mm balloon and an attempt to cross with another company's stent was unsuccessful. Nitro was given for spasm. A 2.5 x 18 mm promus stent delivery system (sds) was selected for use, but delivery was unsuccessful. As the sds was removed from the patient, it was realized that the stent had dislodged and was visualized by angiography in the proximal/ostial rca. Another company's balloon was delivered over a guide wire distal to the stent and inflated to 6 atm and pulled back, trying to snare the stent out, but was unsuccessful. Another attempt, inflating up to 14 atm, was also unsuccessful. All devices were removed in hopes of snaring the stent, but it was unsuccessful. The stent remains in the proximal/ostial rca. The patient was put on a heparin drip and integrilin and will be seen by surgeons. No additional event or patient info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes. Promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Stent retention (dislodgement) can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomy was described as heavily calcified, which likely contributed to the difficulties.